Manufacturer narrative:
The samples were collected in 5cc edta vacutainer tubes. Qc was ran before and after the event and results were within acceptable ranges. Based on raw data analysis: "both instruments showed low plt count pattern in plt histograms. There were no voteout or other instrument related problems. The wbc histogram does not show a plt clump and/or giant plt pattern. Therefore, a plt clump or giant plt flag was not set". A field service engineer (fse) was not disptatched for this event. Raw data analysis did not demonstrate any problem with the instrument. The root cause for this event is unknown. A malfunction will be assumed for the purpose of this report.

Event description:
A customer reported that lh750 instrument generated erroneously low platelet (plt) results for one patient. The initial plt result of 10.3x10^3cells/'l was reported out of the lab. A fresh sample was collected from the patient and a result of 9.6x10^3cells/'l was obtained. Customer re-tested the 1st sample on a different instrument and plt result was 6x10^3cells/'l. The lab performed a manual plt estimate and a corrected report was sent out with the plt count of 500. There was no effect or change to patient treatment associated with this event.